Event description:
It was reported on an implant card received from the patient¿s replacement surgery that the patient was replaced due to lead fracture. Programming history was reviewed. No anomalies were seen, and the device did not have evidence of high impedance in the data. The explanting facility historically does not return devices. Therefore the device has not been received to date. No additional or relevant information has been received.